Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ mixed mitral regurgitation (mr), prolapsed anterior leaflet and flail posterior leaflet for a mitraclip procedure. During the procedure, imaging was difficult. 2 mitraclips were successfully implanted. The mr was reduced to grade 2+ post procedure. On (B)(6) 2026, it was observed in echocardiogram that the second clip was detached from both the leaflets and was observed to be in the renal artery. The clip was removed using snare. Per the physician, the expulsion was contributed to poor imaging and insufficient grasping of the leaflets during the procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported clip expulsion and difficult imaging were due to procedural circumstances. The reported foreign body in patient was a cascading event of the reported clip expulsion. The reported patient effect of foreign body in patient, as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.